Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 10/28/2013 with the following findings: the keypad cover was found to be torn from the up button to the down button. The complaint of the unresponsive keypad buttons was not able to be duplicated; all buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found on the button contacts. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was missing. There was contamination observed on the audio bolus button contact. Also unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. A test display was inserted and found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that all the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.